Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue which led to diabetic ketoacidosis. Reportedly, the blood glucose was over 600 mg/dl. The patient had hospitalized for 4 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.